Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication with the ipg via either the programmer or the charging system. The patient reportedly had not recharged the ipg since (B)(6) 2014. Surgical intervention was undertaken on (B)(6) 2015 to explant and replace the device. Effective stimulation was recaptured for the patient post-operatively.